Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, it is most likely that internal elements were misaligned by external stress from using the product which caused contact of the a-wire and skeleton rings in the bending tube at angulation. However, the root cause of the reported event could not be identified/determined. The reportable event is detectable/preventable by handling the product in accordance with the following instruction for use (IFU). Ltf-s300-10-3d IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope exhibited a dull abnormal noise like rubbing when the angulation was applied. It was reported that the issue occurred during preparation for use/setup, with no patient in the room. There were no reports of patients¿ harm.